Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the customer's blood glucose level went down to 45 mg/dl and was addressed by drinking juice. The customer would continue to use the pump for insulin therapy.